Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went swimming with the pump on. Subsequently, a malfunction alarm occurred and the customer was unable to interact with the pump. The pump then shut off. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. Reportedly the customer had manual injections as alternate insulin therapy.